Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Traces of moisture were noted at the electronic or motor assemblies per visual inspection. It was unable to prime during the prime test due to force sensor resistor damaged by moisture. It also had a cracked case at the display window, scratched lcd window and missing keypad overlay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had condensation on the screen. The customer explained that he went rafting with the insulin pump on. Blood glucose value was 150 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.